Event description:
It was reported that a few weeks ago during the night the communicator was plugged as usual and the patient's wife felt a wave of heat coming from the communicator and a burnt smell as well. Boston scientific technical services (ts) informed the patient that the communicator needs to be returned for repair/analysis. There were no additional adverse patient effects reported. The communicator remains in service at the moment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks ago during the night the communicator was plugged as usual and the patient's wife felt a wave of heat coming from the communicator and a burnt smell as well. The patient returned the communicator to the hospital. Moreover, the company representative sent a new communicator to the patient. There were no additional adverse patient effects reported. The communicator remains in service at the moment.

Manufacturer narrative:
The allegation was confirmed. The damage observed to communicator has been identified as electrical overstress (eos) damage attributed by the environment. If information is provided in the future, a supplemental report will be issued.